Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt's therapy coverage was inadequate, and that she was not feeling stimulation in her right leg. In addition, it was reported that the pt has a blister at the surgical dressing site. F/u on this matter found that effective therapy coverage was achieved through reprogramming. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.